Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a sleeve procedure, the gun fired one green reload and could not be reloaded. Cartridge reload was broken inside the device. Case completed with another device of the same product code. There were no patient consequences reported.